Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and lots of spikes with no corresponding depolarization. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: model: 5076-45 lead; implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.